Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06689. The pt was implanted with two scs systems. All possible devices are being reported. It was reported the pt experienced a fall and now she is unable to communicate with one of her ipgs using either charger or programmer. An sjm representative met with the pt and confirmed the issue. Follow-up identified the pt is able to physically flip her ipg right side up and communicate with it. The pt is scheduled to have her ipg secured in the pocket to prevent it from slipping. Additional follow-up identified the pt had her ipg revised on (B)(6) 2013 and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.